Event description:
It was reported that the patient presented to an emergency room after experiencing syncope and nurse noticed patient with bradycardia. When the device was interrogated, noise causing oversensing and pacing inhibition was observed on right ventricular (rv). The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.